Event description:
A report was received that during a lead revision procedure, the physician noted that beneath the lead insertion site the tissue appeared to be infected. The physician replaced the lead and the patient was administered antibiotics. The physician assessed that the infection was due to the implant procedure. The patient was reportedly stable post operatively.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.